Event description:
It was reported that the unspecified bd flu+¿ syringe had issues with volumetric accuracy, where .5 - 1ml of moderna vaccine was still left in the vial after drawing up the max amount of doses. Additionally, the syringe reportedly leaked past the plunger during use. The following information was provided by the initial reporter: " the event occurred when we started using bd-flu needles to draw up 0.25mls of vaccine ¿ it is during use I suppose ¿ the issue is the variability of vaccine left in a moderna vial after 20doses has been drawn is so variable from 0.5mls to over 1ml. Every day since we started using moderna ¿ it is not a single specific event but an on-going issues. If they are being incorrectly dosed then there is potential for harm if they are not fully vaccinated ¿ we are drawing up 0.25mls but come back to the point above with such variability of what is left in the vial after 20doses is the amount being drawn a correct dose. I am confident in my staff¿s technique ¿ so they are drawing what appears to be 0.25mls." "The bd-flu syringes are graduated at 0.25mls, 0.5msl, 0.75mls and 1ml. I have very experienced staff drawing up and confident in their technique but we are finding a large residual volume in the vial ¿ sometimes as much as 1ml or more ¿ leaving a concern that doses being drawn into this syringe are not full 0.25mls doses. We have trialled using the [brand] syringes which are finely graduated up to 1ml ¿ this resulted in minimal fluid being left in the vial. The same drawer used both bd and [brand], and more fluid was present with bd compared to [brand], further supporting the concern that the needles are not drawing the correct amount. The [brand] needle would be more effective to draw the very tiny volume of 0.25mls. The drawers also report inconsistency with the quality of the bd-flu syringes, we had several yesterday where the vaccine leaked around the plunger bung."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd flu+¿ syringe had issues with volumetric accuracy, where .5 - 1ml of moderna vaccine was still left in the vial after drawing up the max amount of doses. Additionally, the syringe reportedly leaked past the plunger during use. The following information was provided by the initial reporter: " the event occurred when we started using bd-flu needles to draw up 0.25mls of vaccine ¿ it is during use I suppose ¿ the issue is the variability of vaccine left in a moderna vial after 20doses has been drawn is so variable from 0.5mls to over 1ml... Every day since we started using moderna ¿ it is not a single specific event but an on-going issues if they are being incorrectly dosed then there is potential for harm if they are not fully vaccinated ¿ we are drawing up 0.25mls but come back to the point above with such variability of what is left in the vial after 20doses is the amount being drawn a correct dose. I am confident in my staff¿s technique ¿ so they are drawing what appears to be 0.25mls" "the bd-flu syringes are graduated at 0.25mls, 0.5msl, 0.75mls and 1ml. I have very experienced staff drawing up and confident in their technique but we are finding a large residual volume in the vial ¿ sometimes as much as 1ml or more ¿ leaving a concern that doses being drawn into this syringe are not full 0.25mls doses. We have trialled using the [brand] syringes which are finely graduated up to 1ml ¿ this resulted in minimal fluid being left in the vial. The same drawer used both bd and [brand], and more fluid was present with bd compared to [brand], further supporting the concern that the needles are not drawing the correct amount. ...the [brand] needle would be more effective to draw the very tiny volume of 0.25mls. The drawers also report inconsistency with the quality of the bd-flu syringes, we had several yesterday where the vaccine leaked around the plunger bung."

Manufacturer narrative:
H6: investigation summary : as neither a lot number nor a sample displaying the reported defect were available for this incident, limited investigation results were possible. The picture provided did not display the reported issues. A device history review could not be completed as no batch number was provided. Based on the provided information and taking into account that we can assure our syringes comply with the specifications for dose accuracy, a root cause related to manufacturing is not possible to determine at this time.